Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that a (B)(6) male patient, underwent an idiopathic ventricular tachycardia procedure with an ez steer navigational ds and suffered a cardiac tamponade which required pericardiocentesis, afterwards cardiopulmonary resuscitation was performed, patient was planned to go to the operating room and deceased. The bwi failure analysis laboratory received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor coils resistance was found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade and death remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant products used: product used:carto® 3 system: us catalog #: fg540000, serial #: (B)(4); product used: stockert 70 rf generator: us catalog #: s7001, serial #: (B)(4); product used: coolflow® irrigation pump: us catalog #: cfp002, serial #: (B)(4); product used: pentaray nav high-density mapping eco catheter: us catalog #: d128211, lot #: 17077372l. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) male patient, underwent an idiopathic ventricular tachycardia procedure with an ez steer navigational ds and suffered a cardiac tamponade which required pericardiocentesis, afterwards cardiopulmonary resuscitation was performed, patient was planned to go to the operating room and deceased. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Settings during the event include: power settings of 50 and temperature at 60. Per 21 cfr, part 803, this complaint is reportable.